Event description:
A customer reported a tandem mobi cartridge alarm, which occurred during the loading process and caused their blood glucose level to exceed normal limits, although the specific value was unknown. To address the high blood glucose, the customer used a correction injection via multiple daily injections and did not require assistance from a third party. Technical support confirmed the cartridge alarm and arranged for the replacement of the pump. They also provided instructions on putting the pump into storage mode and advised the customer on returning the defective pump. The customer would continue using multiple daily injections as a backup therapy until the replacement pump arrived.